Manufacturer narrative:
(B)(4). Date sent 10/20/2025. D4 batch #253d42. B3: only event year known: 2025. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage and with a glcr80b reload loaded in the device. The reload was returned fully fired. During the visual inspection, the lockout spring was noted to not be under the knife. This defect has been correlated to the manufacturing process. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. The lockout spring defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 253d42, and no non-conformances were identified. The lot#275d68 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing additional information was requested, and the following was obtained: were any staples deployed from the reload? No. Was any tissue cut? No. What was the position of the firing knobs prior to firing? Advanced.

Event description:
It was reported that during an unknown procedure the forceps jammed, causing an impossibility to push (there was no impact on the patient).